Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the pump was used to deliver lioresal (500 mcg/ml at an unknown dose). The cause of the motor stall was unknown. There was only one motor stall in the logs. It was unknown if the motor stall recovered as the patient "didn't show up in the hospital after first information about motor stall". The pump was not replaced or explanted. The patient was "good - therapeutic effect was present". The patient would be coming back in or a pump refill in the next few weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported a motor stall occurred. An hcp, before refilling the pump, found the ¿stopped pump period may exceed tube set¿ message after telemetry with the pump. There were no reported symptoms.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was noted that the pump seemed to work properly and deliver baclofen; a therapeutic effect was present. There was no harm/injury to the patient and the actual patient status was fine/not changed. The estimated elective replacement indicator (eri) was 8 months. The patient's relevant medical history included severe spasticity. The following statement was noted: "question: after checking the pump status when "motor stall occurred" screen still show up recommendation is to replace the pump and send the old one to analysis?" It is unclear whether or not the motor stall occurred screen was still showing up, as this would contradict the previous statement about the pump seeming to work properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.